Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid was returned inside the inner pouch, biohazard bag, and shipping box. The pushwire was not returned with the braid. ¿ visual inspection/damage location details: the braid was found to be detached from the pushwire. The distal end of the braid was not opened and frayed. The proximal end of the braid was found open and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer's report of "failure to open at the distal end" was confirmed, as the distal end of the braid was not opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, braid damage, or braid deployment in a vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which rules it out as a potential cause. The customer also reported that the vessel tortuosity was severe; therefore, the severe vessel tortuosity and the damaged braid may have contributed to the failure to open at the distal end. The braid can become damaged due to over-manipulation, improper deployment technique, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance during delivery" could not be confirmed, as the braid was returned without the pushwire. The root cause could not be determined. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparinized saline during the delivery. The customer did not report whether a continuous flush was used during delivery; therefore, it could not be ruled out as a possible cause. In this event, the severe vessel tortuosity may have contributed to the resistance during delivery. Since the pushwire was not returned, any contributions it has made to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was confirmed that no injuries occurred. The procedure was completed by terminating the aneurysm treatment and resolved the ischemia. The pipeline device (model: ped-475-20) had damage to the tip mesh wire was kinked and additional steps/other devices attempted to open this pipeline included attempted retraction, push and pull method, but the stent could not be opened. It was asked but unavailable what actions/interventions were taken to resolve the ischemic symptoms and if there were any causes or contributing factors for the event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that excessive resistance was felt during stent delivery. Dual torque-controlled delivery was performed, but the resistance remained high. After the stent reached the target position, it could not be deployed at all. Multiple attempts at retrieval and repositioning, as well as increasing and decreasing tension during deployment, failed to resolve the issue. A smaller stent was then selected instead, but the same issue occurred, excessive resistance was felt during stent delivery and it was unable to deploy the stent. The pipelines failed to open in the distal section. The pipelines were not positioned in a bend.  More than 50% of the pipelines had been deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. The pipelines were resheathed and removed from the patient with the microcatheter. Resistance occurred in the distal section of the catheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The patient developed ischemic symptoms associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery, ophthalmic artery segment aneurysm with a max diameter of 5.6mm and a 3.8mm neck diameter. Landing zone: distal: 4.8mm and proximal: 4.3mm. It was noted the patient's vessel tortuosity was severe. Access vessel was the femoral artery with an 8mm diameter. The angiographic result post procedure showed ischemic symptoms occurred in the anterior and middle cerebral arteries.